Event description:
It was reported that the customer passed away due to testicular cancer. It was stated that the customer was wearing the insulin pump at the time of the call, and his last blood glucose reading was 369 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing, including the delivery volume accuracy test at 97.84 percent. After testing it was concluded that the device operated within specifications.